Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. A cine of the procedure was received and reviewed by a abbott vascular clinical specialist. The cine reviewer concluded it appears that there were no mechanical issues with the delivery system or deployment of the stent and that the deformation observed was caused by the delivery system tip interacting with the deployed stent. The investigation was unable to determine a conclusive cause for the reported stretching; however, it appears to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion in the mid femoral artery with 80% stenosis. A 7x10mm supera self-expanding stent system (sess) was advanced toward the target lesion and deployed without difficulty. After deployment it was noted that the stent was stretched. No stent fracture was noted. A 6mm unspecified balloon was used to post-dilate the stretched area and a 5x40mm supera stent was also deployed to reinforce the stretched section. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).